Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure wherein the ipg was repositioned due to having discomfort. The patient was doing well postoperatively.